Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence with hypermobile urethra, abnormal uterine bleeding, and worsening dysmenorrhea. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that the patient experienced urinary leakage and underwent partial mesh excision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent extracorporeal shock wave lithotripsy on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent vaginal reconstruction including an anterior/posterior repair, excision of a mid-urethral vaginal inclusion cyst, sling placement, and cystoscopy on (B)(6) 2013. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.